Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the right ventricular (rv) lead was placed for temporary transvenous pacing the lead dislodged and exhibited intermittent capture. The patient developed hemodynamic instability and was intubated. Several days later the rv lead was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.